Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarms. The customer's blood glucose was 3.8 mmol/l at the time of incident. The customer stated that the power error alarm recurred even after battery changes. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detailed traces confirmed the root cause is the non-sleep anomaly software error. The insulin pump powered up properly after battery installation. The operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low reservoir alarms or power loss alarms were noted. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.